Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During surgery, hydrolift failed. Attempt to inflate hydrolift was unsuccessful; second hydrolift was used and it would not inflate. Hydrolift could not be placed; surgery was delayed 60 minutes and ultimately a competitors device was used to complete surgery. Both hydrolifts lost sodium chloride. Device 1: sv014t, lot 51860909, production date 07/2012; device 2: sv014t, lot 51781656, production date 09/2011.

Manufacturer narrative:
The two hydrolift arrived in a decontaminated condition without visible defects. Used test- and analysis- equipment: digital-camera "panasonic dmc tz8." Insuflation pump "merit- blue diamond." Insertion instrument "aesculap fw453r." We prepared the insertion equipment and the pump and joined it with the hydrolift. Next, distraction began with one person holding the hydrolift between thumb and index finger, and other person performing the distraction. Both hydrolifts distracted smoothly and completely. The pressure was then increased to 20 bar, to check for leak / tightness. The complete system and also the hydrolift were tight. The manufacturing documents have been checked and found to be according to specification valid during the time of production. Based on the information available as well as a result of our investigation the root cause of the failure is most probably a defective seal (o ring) in the hydraulic pipe. According to the last information received, when the pipe was changed, no further problems appeared. Corrective / preventive action is not required.